Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were successfully implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000, aneurysm and vessel morphology are unknown. It was reported that in 2003, the patient presented to the emergency room with acute onset of left flank and back pain. A CT scan revealed a contained rupture of the aortic aneurysm with a large type I proximal endoleak. The patient was taken to the operating room for emergent treatment. Aortogram showed the proximal portion of the stent graft had slipped out of the infrarenal neck of the aneurysm with a large proximal endoleak. Two 28 mm diameter x 3.75 cm length aortic cuffs were placed with final angiogram showing patent flow to the renal arteries and complete exclusion of the proximal endoleak. The patient is reported to be fine and no additional clinical sequelae have been reported.